Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005, patient underwent procedure for lumbar epidural steroid injections, right l3-4 interlaminar approach due to grade 2 spondylolisthesis with right greater than left radiculopathy. No complications were reported during the procedure. On (B)(6) 2005, patient underwent following procedure: l3-4, l4-5 and l5-s1 anterior lumbar interbody fusion, l3-4, l4-5 and l5-s1 insertion of biomechanical device, lordotic carbon fiber cages. L3-4, l4-5 and l5-s1 rhbmp-2 application. Anterior extraperitoneal approach to l3-4, l4-5 and l5-s1 with insertion of cages packed with bmp, for a pre-op diagnosis of degenerative disc disease, l3-4, l4-5 and l5-s1. Per-op notes: after exposure of l5-s1 interspace. Disc material was completely removed from disc space. Carbon fiber cages filled with bmp were inserted in l5-s1 interspace. This was followed by repeating same procedure on l3-4 and l4-5. During the procedure left iliac vein was damaged and there was large blood loss which was controlled and patient was transferred to ICU. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.